Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer amulet was chosen for implant using an unknown delivery system for a left atrial appendage closure (laac) .the procedure was performed under general anesthesia and guided by transesophageal echocardiography (tee), with the patient in atrial fibrillation at the time of the procedure. Transseptal puncture was performed at an inferior and mid location, and heparin was administered during the procedure, with activated clotting time (act) reportedly maintained between 250¿300 seconds. A mild pericardial effusion was noted pre-procedure on (B)(6) 2026, as visualized via tee, described as circumferential in distribution. Based on pre-procedural CT imaging and echocardiographic assessment, a 31mm device was initially selected and deployed; however, the 31mm device was partially recaptured three times and, following a total of four full recaptures into the delivery system during the procedure, was determined to be too large for the left atrial appendage and was fully recaptured. Only one wire exchange was performed, with the wire positioned in the left upper pulmonary vein (lupv). A 28mm amplatzer amulet device was subsequently deployed, partially recaptured once, met closure criteria, and was released. The patient was kept overnight, with an unremarkable transthoracic echocardiogram (tte) performed the following day, and was subsequently discharged. It was later reported at midday on (B)(6) 2026 that the patient, who had been implanted on (B)(6) 2026, had been admitted on saturday, (B)(6) 2026 with chest pain. A tte performed at that time demonstrated a mild-to-moderate pericardial effusion, and the patient was held for observation. At the time the pericardial effusion was detected, the patient was reported to be on dual antiplatelet therapy (dapt). On (B)(6) 2026, the patient continued to experience chest pain, and a repeat tte demonstrated an increase in the size of the pericardial effusion compared with the prior study. The attending physician and implanter initially pursued conservative medical management; however, later that day, the decision was made to proceed with pericardiocentesis due to concern for potential progression to tamponade. Although the patient was not in tamponade at the time of the procedure, pericardiocentesis was performed, resulting in successful drainage of approximately 420 cc of bloody pericardial effusion. The patient was reported to be doing well as of 9:00 pm on (B)(6) 2026, with further updates pending.